Event description:
It was reported that the patient was no longer receiving adequate pain coverage, and he was also experiencing pain at the spinal cord stimulator implantable pulse generator, ipg site. The pain at the pocket site also radiated around to the patients side. The device was reprogrammed, however, the issue did not resolve. The patient underwent a procedure in which the ipg and leads were explanted. The explanted devices will not be returned as they were retained by the medical facility. The patient was doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7072079. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7071872.